Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display did returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.